Event description:
Per order (B)(4) the dealer states this was placed on a quickie chair with the back purchased through pindot and the laterals were too weak of a material for the person using the chair...he said it's an (B)(6) girl with cerebral palsy who makes sudden movements and the plastic wasn't durable enough for her. I explained we can return it and it will be inspected and if it's deemed abuse or not a manufacturers defect that caused the plastic to break, they will not credit it..so he is aware..(B)(4).